Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter was removed and replaced due to fluid loss in the pressure regulating balloon on (B)(6) 2018. No patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter was removed and replaced due to fluid loss in the pressure regulating balloon. No patient complications were reported in relation to this event. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.